Event description:
It was reported that the device was used during a laparoscopic sigmoid colon resection. The device partially fired, however there was no cut and fired some staples. The case was converted to open to remove the staples by hand. The pt is stable.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.